Manufacturer narrative:
H11: after further investigation, this report was identified to be a duplicate of MFR 2518422-2024-08945. Please refer to that report for details of investigation.

Event description:
Philips received a complaint on the v60 indicating that a 1006 "da pcba adc failed" error occurred. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. Investigation is ongoing.